Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device appeared to partially fire and partially staple. Then, there was a gap of no staples. The device then stapled and did cut in-between. It left a hole that was sutured closed with the endo-stitch. The device was reloaded and it fired correctly. No pt consequence.